Manufacturer narrative:
The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid accumulation", "rupture", and "encapsulation".

Event description:
Patient reported right side ¿encapsulation", "deformation (implant is also wavey)", "possible fluid accumulation", "a suspected rupture", "severe pain" and "implant feels hard¿. Patient additionally reported "pulmonary embolism¿ which is not device related. Device remains implanted.